Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the self-adhesive from the infusion sets were not sticking to the patient's skin. The customer alleged the infusion sets from this box were defective. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that aneurysm was sent by mistake.